Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0867 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl and went down to 44 mg/dl. Troubleshooting was declined for low blood glucose level and based on customer report customer alleged insulin pump was over delivering. Customer also stated that the insulin pump had replace battery alarm. The customer stated they did not received a low battery alert prior to the replace battery alarm. Customer stated that battery cap was not loosened, cracked or damaged. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.